Event description:
It was reported to philips that the device had a therapy cable error during opcheck and errors in the device logs regarding the therapy cable. There was no reported patient involvement.